Event description:
We received a report that a tecnis toric zct300u245 intraocular lens (iol) was explanted from the patient's right eye after the patient experienced unexpected post-operative refraction. The surgeon explained that the patient had posterior corneal astigmatism that created a ''flipped axis''. The toric iol was replaced with a spherical model. There were no surgical complications such as incision enlargement or vitrectomy. The patient was doing fine when she was discharged.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The lens underwent a visual inspection. The lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens, no further analysis was possible. A review of the manufacturing records was performed. The production order was released (B)(6) 2014. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. Sterilization batch was released (B)(6) 2014. There were no non conformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. Results of environmental control showed that there were no complaint related environmental monitoring non conformances within the timeframe the production order was manufactured. There were no associated nonconformity materials reports or non conformances. There were no associated nonconformity reports or deviations. A search on complaints was executed and revealed that no other complaints for this order number were received to date. The complaint trend was reviewed in the complaint database and did not show any significant change over historical averages. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.